Manufacturer narrative:
(B)(4). Visual and scanning electron microscopy analysis were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to operational circumstances. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the mildly tortuous, mildly calcified, distal right coronary artery. For pre-dilatation, a 2.25 x 15 mm tenku rx balloon dilatation catheter was used. There was no resistance felt during removal of the protective sheath from the balloon or during advancement of the balloon catheter to the lesion. During the first inflation, when applying 8 atmospheres of pressure for 20 seconds, the pressure began to decrease. The balloon catheter was removed from the patient anatomy to check, and a balloon rupture was noted. The lesion was checked by ivus, followed by stent implantation and post-dilatation. The procedure was successfully completed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.